Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The flow sensors, bellows, and pressure relief valve were replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, pressure controlled ventilation was not available. The anesthesia machine was replaced. There was no reported patient injury.